Event description:
It was reported that the biomed said that the arctic sun device was getting a patient temperature alarm for not being within range and asked to send over the case file.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The case date file was evaluated upon receipt. No alarms or alerts seen in case data. Patient temperature remained within 0.5c of target temperature after therapy was started. Biomed will calibrate and return to service. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed said that the arctic sun device was getting a patient temperature alarm for not being within range and asked to send over the case file.